Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Was the drain used on the patient? Yes. If yes, was leakage detected? A leak was only caused by removing the spit from the drainage system, as it was stuck to the drainage system. Was another drain needed to correct the situation? Yes, after the drainage hose was damaged, a new drainage kit had to be opened and used. If yes, was the new drain placed surgically during a second procedure? No same procedure. This reopened set could then be used on the patient without any problems, as the spit could be easily removed from the drainage tube. Please provide the source or name of person providing answers to follow-up questions: operating room lead (B)(6). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent and unknown procedure on (B)(6) 2026 and a drain was used. The trocar was stuck to the drainage tube and could only be removed with considerable force. After removal, the drainage tube was damaged and the drainage system had to be discarded. A new drainage kit had to be opened and used. No reported adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: no sample returned documents review : during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Retention sample review : no negative observation was found. Review of defective sample's image / video : not applicable, as there was no complaint sample image / video received for evaluation. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.